Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient was not been seen for a while. Upon interrogation, the right ventricular lead seemed dislodged and exhibited high anomaly. Chest x-ray was performed and could not confirm the lead dislodgement. On (B)(6) 2015, the lead was repositioned. The patient was in stable condition.